Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers are including z-1972, z-1973 and z-1974.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening), cancer and oral cavity cancer (stage 2 tonsil/tongue). In addition, the patient also alleged eye irritation and nose irritation. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient was previously alleging asthma (new or worsening), cancer and oral cavity cancer (stage 2 tonsil/tongue). In addition, the patient also alleged eye irritation and nose irritation. At this time, no medical intervention has been reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. 510k, product brand name, model number, catalog item identifier, serial number, product UDI, manufacture date, evaluation method code grid, evaluation results code grid and conclusion code grid were updated.